Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-jul-2017, the fse replaced the main arm syringe and pressure board, and adjusted the clog detect. A hybrid arm cup presence error was noted while onsite, so the fse replaced the cable to hybrid picker. The customer ran daily maintenance and several racks of patient tsh samples with no errors. The most probable cause of the reported event was a leaking main arm syringe.

Event description:
On (B)(6) 2017, the customer reported receiving clog errors on their aia-2000 analyzer during tsh samples. Cleaning the nozzle didn't resolve the issue. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.